Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin. Reportedly, the customer's insulin gauge displayed that the cartridge was empty and the customer used a syringe and pulled out 200 units of insulin from the cartridge. A new cartridge was loaded and the customer received an accurate fill estimate. The customer's blood glucose level was 166 mg/dl.